Event description:
It was reported that this device had emitted beeping tones and had triggered elective replacement indicator (eri). Premature battery depletion was alleged. The device remain implanted. No adverse patient effect were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported that this device had emitted beeping tones and had triggered elective replacement indicator (eri). Premature battery depletion was alleged. The device was explanted and replaced. No additional adverse patient effect were reported. To date, no further information regarding the return of this device was available despite efforts to obtain additional information.

Event description:
It was reported that this device had emitted beeping tones and had triggered elective replacement indicator (eri). Premature battery depletion was alleged. The device was explanted and replaced. No additional adverse patient effect were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population.